Event description:
It was reported that the surgeon attempted to insert an aa4204vl silicone plate and the lens was torn while advancing in the cartridge. The lens was not implanted, but there was pt contact.

Manufacturer narrative:
H6: evaluation: results - visual inspection of the returned product showed that a haptic and most of the optic was torn off and missing. There was a clear surgical residue on the lens. Conclusion - (no concluison can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.